Manufacturer narrative:
At this time, vyaire medical has not received the unit. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit shut off while in use on a patient at the doctor's office. The unit was connected to a sprint pack battery at the time. It is unknown if there was any patient harm associated with this reported event.